Event description:
The customer reported that they received questionable results for a total of eight patient samples tested for free thyroxine (ft4). The patient values did not match the clinical symptoms. Of the eight samples, one sample was found to have an erroneous result. No alarms appeared on the affected system. The sample initially resulted as 81.99 pmol/l. The sample was repeated on a different e601 analyzer and resulted as 15.33 pmol/l. The patient was not adversely affected by the event. The ft4 reagent lot number and expiration date were not provided. The field service representative (fsr) checked calibration results, quality controls, and patient results. It was found that the calibration results were new and the customer did not check quality control on the affected analyzer. The fsr performed maintenance actions including emptying the reservoir, cleaning the sippers, performing a reagent prime, performing finalization maintenance, and performing liquid flow cleaning. The fsr noticed that liquids were dripping from the right sipper probe. The fsr informed the customer to check quality control on the analyzer to ensure correct results. The fsr determined that the pinch valve of sipper 2 did not work properly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).